Manufacturer narrative:
Product support tested retain samples with positive and negative controls. No high bias in tni recovery was observed. All data points were within the mfg 2sd range. The customer did not return any sample, or product to biosite for testing; product support was unable to verify the customer's complaint. Product support could not rule out, and sample specific or environmental factor that may have affected analyte recovery. Review of mfg pouch release data showed that lot passed release specs. No product deficiency was established; no corrective action required at this time.

Event description:
Caller reported potential false positive troponin I (tni) result on triage cardiac panel vs hosp lab results. Results on two pts from one month ago were considered positive by the facility. Pts were admitted to the local hosp with subsequent values considered negative by the hosp.